Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received multiple hv therapies. Egms showed noise, which lead to inappropriate diagnosis of vf and delivery of vf therapy. High impedance was also noted. The lead was capped.